Event description:
The customer contacted physio-control to report that their device powered off intermittently by itself during a patient event. This customer advised that this occurred when printing or shortly after power up. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control further evaluated the customer's batteries and observed oxidation on the battery terminal contacts. The customer indicated that the batteries were in a recent fire. Oxidation can cause connection problems between the battery and the device, which can result in power related issues.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio did observe that the device would not power on with one of the customer's batteries. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate lost of power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off intermittently by itself during a patient event. This customer advised that this occurred when printing or shortly after power up. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.